Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was blocked and not functional. The surgery delay was 1 hour and 15 minutes. The surgery was completed with another device. The reason of the delay was the search for another device to complete the surgery. The patient received more anesthesia due to this delay. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Vîsual and functional tests were performed. Upon receipt, it was confirmed that the device was not functional due to a defective wire connecting the trigger board to the controller board. Besides, the motor was noisy and the trigger board connector was defective. The event reported by the customer, "blocked and not functional", was confirmed. The customer rejected the quotation therefore the product was sent back unrepaired with a discharge letter.

Event description:
It was reported that the modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was blocked and not functional. The surgery delay was 1 hour and 15 minutes. The surgery was completed with another device. The reason of the delay was the search for another device to complete the surgery. The patient received more anesthesia due to this delay. The surgery was a total knee replacement. There was no additional harm or injury to patient/operator reported.